Event description:
Device malfunction: device # 2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was removed, no sutures were attached. A second and third device were used with the same results. Hemostasis was achieved using a non-abbott device. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
Device # 1: part # 12673-03, lot # 81006-6h indicated is being filed under medwatch MFR number 2953144-2009-01486. Device # 3: part # 12673-03, lot # 81006-6h indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.